Event description:
It was reported that the customer experienced a blood glucose (bg) level of 608 mg/dl; cause was unknown. Customer required assistance giving manual injections and consuming "water and general assistance taking blood sugar" to address bg level. Recommendation was made to discuss diabetes management with a health care professional.